Manufacturer narrative:
(B)(4); it was later confirmed that the device was explanted and the electrode was capped and remained in the patient's body. A new device was scheduled to be implanted at a later date, with the patient using a life vest. Ten days later, a new device was implanted and the chronic electrode was removed and replaced. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient presented to the hospital the following day, where the device was not able to be interrogated. A telemetry reset was performed and then the device was interrogated. A red warning screen appeared on the programmer, with a template lost (tl) error code. A technical service consultant reviewed the available device data and saw in the episode a wandering baseline, with parts of the electrogram (egm) showing a loss of signals. The shock impedance measurement was low, at 18 ohms. The patient remained hospitalized and a device replacement procedure was performed the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
It was later confirmed that the device was explanted and the electrode was capped and remained in the patient's body. A new device was scheduled to be implanted at a later date, with the patient using a life vest. Ten days later, a new device was implanted and the chronic electrode was removed and replaced. The explanted device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. The device had no telemetry. The device case was removed. Internal visual inspection noted no anomalies. An external power source was attached and a full memory download could then be performed. An attempt was made to create the device diagnostics and iva log files. The device diagnostics procedure failed and did not complete. Measurements of the internal components found evidence of electrical overstress damage to the device. The cause of the no telemetry condition was depleted cells. The cells were depleted due to electrical overstress damage to the internal components. The electrical overstress damage was caused by the device delivering a shock into a compromised electrode. Laboratory analysis of the returned electrode had confirmed insulation abrasion and arcing metal on the shock coil.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. The patient presented to the hospital the following day, where the device was not able to be interrogated. A telemetry reset was performed and then the device was interrogated. A red warning screen appeared on the programmer, with a template lost (tl) error code. A technical service consultant reviewed the available device data and saw in the episode a wandering baseline, with parts of the electrogram (egm) showing a loss of signals. The shock impedance measurement was low, at 18 ohms. The patient remained hospitalized and a device replacement procedure was performed the next day. No additional adverse patient effects were reported.